Manufacturer narrative:
Received 1 used set of arcticgel pads. The reported issue was unconfirmed, as the problem could not be reproduced. During visual evaluation the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and the manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and the pad were found completely sealed, the energy connectors were found free of damages, it was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pad returned. According to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:"once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that flow rate was low when the pads were connected to the as5000. The pads were later replaced and the flow rate returned to its normal rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that flow rate was low when the pads were connected to the as5000. The pads were later replaced and the flow rate returned to its normal rate.